Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The nc trek instructions for use (IFU) warns not to advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Resistance was likely due to the reported deflation issue experienced; thus, the force applied to remove the device was circumstantial. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the difficult removal was due to the reported deflation issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the unspecified vessel, the nc trek balloon catheter was used and could not be deflated. Multiple attempts pulling negative pressure and using different size syringes did achieve partial deflation; force was used to remove the devices from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.